Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged because it was thrown on the ground. The customer's blood glucose level had been as high as 800mg/dl. The customer treated the high with manual injection. The customer states the pump was broken. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant watchdog alarm due to a faulty component on the interface board. Unable to perform any tests due to the constant watchdog alarm. The pump was received with a broken reservoir tube lip and minor scratches on the display window.